Event description:
A user facility area technical operations manager (atom) reported to fresenius technical services that thermal damage was identified on heaters h1 and h2 of the aquabplus reverse osmosis (ro) system. Additional information was obtained during follow-up with the atom. The yellow blade connectors of heater h2 were "burned black" and multiple terminals appeared charred. There was no observed burning smell, smoke, spark, flame, or arcing. No blown fuses were identified. No local power grid issues were reported. The ro system is plugged into its own breaker. Upon replacing h2 per manufacturer¿s instructions, the t1 test failed. Error code w-04-52-02 was received along with the message ¿heater h2 defective." The thermal overload relay also tripped. Heater h2 was re-wired differently from manufacturer¿s instructions and the error message cleared. The thermal overload relay was reset. Heat disinfection and the t1 test completed without issue. The ro system was returned to service. No parts are available to be returned to the manufacturer for physical evaluation. It was noted that a heater h1 connector appeared "slightly discolored", however it was fully operational therefore not replaced. There was no harm to any patients or individuals because of this malfunction.

Manufacturer narrative:
Plant investigation: photographs were provided for review by the manufacturer. The photographs depicted thermal damage at the blade receptacles of the heater units. The manufacturer confirmed the reported issue. The manufacturer determined the cause of the failure to be heat emission from the electrical contacts. In case of high currents, which is normal for heater operation, combined with a bad contact, high thermal energy(heat emission) can result and cause the shown cable lugs/blade receptacles to overheat. Likely the cable lugs/blade receptacles was not properly seated during the manufacturing process, which is an improper contact, which caused the reported thermal damage. Heater h1 was determined not to be defective and was not replaced .heater h2 was able to function despite the identified thermal damage however the whole part including wiring was replaced to address this issue.

Event description:
A user facility area technical operations manager (atom) reported to fresenius technical services that thermal damage was identified on heaters h1 and h2 of the aquabplus reverse osmosis (ro) system. Additional information was obtained during follow-up with the atom. The yellow blade connectors of heater h2 were "burned black" and multiple terminals appeared charred. There was no observed burning smell, smoke, spark, flame, or arcing. No blown fuses were identified. No local power grid issues were reported. The ro system is plugged into its own breaker. Upon replacing h2 per manufacturer¿s instructions, the t1 test failed. Error code w-04-52-02 was received along with the message ¿heater h2 defective." The thermal overload relay also tripped. Heater h2 was re-wired differently from manufacturer¿s instructions and the error message cleared. The thermal overload relay was reset. Heat disinfection and the t1 test completed without issue. The ro system was returned to service. No parts are available to be returned to the manufacturer for physical evaluation. It was noted that a heater h1 connector appeared "slightly discolored", however it was fully operational therefore not replaced. There was no harm to any patients or individuals because of this malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.